Manufacturer narrative:
An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) was not possible as no lot number was provided. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00285. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. During the procedure, two transseptal punctures were conducted. A voltage map was created and ablation began. After nine ablations, the patient became hypotensive. No steam pop was felt and ablation was being carried out at 50 w. A pericardiocentesis was performed to stabilize the patient. The physician believes the tamponade may have been due to catheter manipulation or while manipulating the introducer. There were no performance issues with any abbott device.